Event description:
Pt having implanted subclavian central venous port removed from left chest. It was noted that the catheter had a shearing type severe several centimeters distal to the connection with the port. The procedure had been uneventful. No traction had been placed on the catheter during removal. Pt recalled the last time the port was flushed she experienced swelling over the port. The pt was sent to interventional radiology where the distal catheter was retrieved from the superior vena cava during a 60 minute procedure under sedation.